Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit has a broken screen and display has black lines. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 ( type of investigation, investigation findings, investigation conclusion, component code). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had arrived to jackson south, where the unit was in biomed shop with a red tag labeled "display inop". When the machine is powered on the display had showed the several lines on the monitor. Than the fse had proceeded to dissasemble the "display screen". After that the fse had further replaced the "d160-00-0113"- 10.4" display w/rtv bead sea , "d012-00-1747"- cable, video receiver to lcd and "d406-00-0916"- mounting plate, nec display after that reassembled the screen. After that the unit's monitor was then functional and displayed all the information. The unit had passed the functional check. The device had passed all performance and safety tests according to factory specifications. The device was returned to the customer. There was no involvement of the patient. The defective components were received for further investigation. The failure analysis and testing dept. Received pn 0012-00-1747 cable,video receiver to lcd, pn 0160-00-0113 rev. C, sn (B)(6) display w/ rtv bead sea and pn 0406-00-0916 mounting plate,nec display parts were received with a reported failure of the display having black lines. The fat performed a visual inspection and found the parts to be in good condition. The fat installed pn 0012-00-1747 into cs300 test fixture serial number (B)(6) and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. Could not confirm any failure. The fat installed pn 0160-00-0113 into cs300 test fixture serial number (B)(6) and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. Could not confirm any failure. The fat installed pn 0406-00-0916 into cs300 test fixture serial number (B)(6) and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. Could not confirm any failure. Retaining the parts in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has a broken screen and display has black lines.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a